Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h324 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h324 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #17: return pressure. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was received for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: (B)(4), b.k. 10/18/2019.

Event description:
The customer called to report that they experienced a pressure dome membrane leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated an alarm #17: return pressure occurred, and during troubleshooting the alarm, they observed blood leaking from the system pressure dome. The blood leak was observed after approximately 200 ml of whole blood had been processed. The ecp procedure was aborted, and the patient was reported to be in stable condition. The customer has indicated that the kit was discarded, no product has been received for investigation.